Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the product code and/or lot number of the circular stapler? What surgical procedure was being performed? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Was an intraoperative leak test performed? If so, what was the result? How many days post-op did the leak occur? How was leak identified? Was the site of leak identified? Were there any staple formation issues identified at any point in patient care? What is the current status of the patient?

Event description:
It was reported that following an unknown procedure, patient had a leak post op after a cdh ils stapler was used. Patient was taken back to theatre. Department unsure at this stage on whether it was the stapler, patient or surgical technique.